Manufacturer narrative:
Additional information: b2, b5, g3, h2.

Event description:
Following the completion of a radiofrequency ablation procedure, the patient had a resulting blister and redness from the grounding pad. The patient's skin was not prepped prior to the placement of the grounding pad, however, the patient was not noted to be hairy and the skin was not wet. The grounding pad did not overlap with any other patches and there were no wrinkles or edges lifted up on the pad. Topical antibiotics were administered as intervention to treat the burn. There were no performance issues with any devices used.

Manufacturer narrative:
Additional information: g3, h2, h6.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. No visual anomalies were detected in the visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. Detailed investigation of internal wiring was done, and high voltage leakage and safety testing were conducted. All modes (sensory, motor, lesion, and pulsed) were examined in the investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. No hardware anomalies were detected in the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.

Event description:
Related manufacturer ref: 2182269-2021-00082. Following the completion of a radiofrequency ablation procedure, the patient had a resulting blister from the grounding pad. The patient was not noted to be hairy and the skin was not wet.